Event description:
The pt called lifescan and alleged the one touch ultra meter would not power on. The pt denied symptoms of high or low blood glucose. A medical professional was contacted for phone advice. No treatment was given. The customer care rep verified the one touch meter would not power on. There is indication the product malfunctioned. The event is reported as a product malfunction.